Event description:
Awoke on (B)(6) 2016 with a burn on left heel and sole of foot after sleeping all night on a bedwarmer from battle creek equipment. This was diagnosed as a 2nd degree burn during a (B)(6) 2016 visit to podiatrist. Contacted the company on 05/16/2016 by phone. They were unaware of any such problem ever happening and sent a replacement pad (which remains in original packaging, unused as of this date) and requested return of the pad in use on (B)(6). This pad was returned to them for testing in july 2016 after the burn blister had mostly resolved. Letter dated 08/04/2016 from battle creek indicated no problems found during testing. Responded with letter reiterating that the burn occurred while using the pad and requested steps be taken to ensure other people were not harmed while using the pad as directed in the brochure in the brochure which accompanied the unit which encourages leaving the unit running all night. No response to that letter of 09/25/2016 or a f/u letter of 11/03/2016 to operations manager. No response to letter of 01/01/2017 to company president. In (B)(6) 2017, began experiencing nightly sensations of pain or heat at the burn site resulting in lost sleep and discomfort.